Event description:
It was reported that the patient's right knee was revised. A 6 x 13 cr insert was exchanged for the same catalog number. Rep reported that no further information will be released. Update: rep has indicated revision due to infection.

Manufacturer narrative:
An event regarding infection involving a triathlon insert was reported. The event was not confirmed. Method & results: product evaluation and results: not performed as no product was returned for evaluation. Clinician review: no medical records were received for review with a clinical consultant. Product history review: indicated all devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the lot or sterile lot referenced. Conclusions: the event itself could not be confirmed and exact cause of the event could not be determined because insufficient information was provided. Further information such as product return, pre and post operative x-rays, operative reports, pathology reports including the strain of infection identified as well as patient history and follow up notes are required to complete the investigation for determining a root cause. The following devices were also listed in this report after the initial MDR was filed: triathlon cr fem comp #5 r-cem; cat# 5510f502; lot# d6s9a. Triathlon prim tib baseplate - cemented; cat# 5520-b-600; lot# by39va. Triathlon asymmetric x3 patella; cat# 5551-g-350; lot# 84r8. Sterile fluted headless 1/8" pin 3.5" long; cat# 7650-2038a; lot# rdcv127d. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Manufacturer narrative:
A review of the device history records indicates that the reported devices were manufactured and accepted into final stock with no reported discrepancies. The complaint history review indicated that there were no similar events for the reported lot. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported that the patient's right knee was revised. A 6x13 cr insert was exchanged for the same catalog number. Rep reported that no further information will be released.